Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient didn¿t have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) or atrioventricular (av) block. The length of the septum was measured as 5 to 6mm. There was no calcification confined to the annular region, with no involvement of the left ventricular outflow tract (lvot). During the procedure, the patient developed a complete atrioventricular block (cavb) and the valve was noted to be implanted at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc). Due to the persistent cavb while leaving the procedure room, a temporary pacemaker was placed. The patient's current status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported complete atrioventricular block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as a temporary pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.